Event description:
It was later reported when the chordae tendineae were pulled, a space formed at their base.

Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012769572 and data files containing an image were returned and analyzed. The image from the field showed a bloody pulse field ablation catheter with a damaged and deformed array; the 9 electrodes are all present but displaced, the pebax seems to be kinked at several locations. The guidewire exiting the guide wire tip and was kinked. Visual inspection was carried out. The catheter was received with a guide wire inserted and exited the tip approximately 3 inches, guide wire found to be stretched approximately 3 inches from the distal tip, the guide wire was removed and guidewire lumen flushed without issue. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment: on the spiral array segment, the electrode(s)# 1-2-3-4 was observed to be displaced. On the spiral array segment, an exposed electrode wire was observed. On the spiral array segment, inverted array was observed. On the spiral array segment, the spiral array pebax tube was observed to be kinked. On the spiral array segment, the spiral array pebax tube was ob served to be bulged. On the spiral array segment, the guidewire lumen was observed to be kinked at 0.75 in from the distal tip. Catheter identification and ablation testing was carried out. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Verification of steering mechanism. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism was conducted. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During inspection of the spiral array segment, the proximal end of nitinol array wire was observed to be completely dislodged from the dual lumen. During inspection of the shaft segment, entangled electrode wires were observed. In conclusion, the reported adverse event of trial dissection occurred during the procedure and could not be confirmed through data or physical analysis. The catheter failed the return product inspection due to the spiral array observed to be inverted. An electrode wire on spiral array observed to be exposed. The proximal end of nitinol array wire was observed to be dislodged from dual lumen in spiral array area. An electrode on the spiral array observed to be displaced. The spiral array pebax tube observed to be kinked. A kinked guidewire lumen observed in spiral array. Electrode wire(s) in the spiral array region observed to be broken. Electrode wire(s) observed tangled in the shaft region and the spiral array pebax observed bulged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported the patient's hospitalization was extended by one day, no additional treatments were carried out.

Event description:
It was reported that after a pulsed field ablation procedure, the catheter could not be withdrawn into the sheath. The patient was transferred to the operating room, general anesthesia was administered, and force was applied to pull the catheter. Transesophageal echocardiography indicated that the chordae tendineae were being pulled and were severed, thereby resolving the entanglement. As a result of this, a left atrial dissection occurred on the septal side at the attachment site. Additionally, it was reported that the patient experienced left atrial deviation. The case was completed with pulsed field ablation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: field a3a in the initial regulatory report is redacted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.